Event description:
Patient underwent a cystoscopic transurethral incision of the bladder neck. At the close of the case it was noted that the end of the cold knife was missing. The surgeon performed another cystoscopy to locate the tip. The patient had to be placed under general anesthesia. The blade tip was eventually able to be retrieved.